Event description:
A customer reported an artegraft outer (secondary) packaging was labeled different than the inner (primary) packaging. Customer ordered an artegraft ag745, but when they opened the outer box labeled as artegraft ag745 lot #11e083-037, the primary packaging on the tube label read artegraft ag740 lot #11e083-038. Customer opened the package and opted to use an alternate graft. The doctor continued with the surgery using the alternate graft from stock of the proper length and has not reported any negative impact to the pt as a result of the issue. As part of the investigation, artegraft was able to track the other suspect product, artegraft ag740 lot #11e083-038, to another hosp in which the product is no longer in stock. There have been no complaints of mislabeling or adverse events reports regarding (B)(4).

Manufacturer narrative:
Ag740 lot #11e083-038 box / ag745 lot #11e083-037 tube combo was determined to be sold to (B)(4) medical center in (B)(4). Artegraft rep confirmed that the device combo was no longer in hosp stock. No field corrective action was deemed warranted. No further complaint received. The 100% artegraft finished good stock inspected to verify proper primary/secondary labels as corrective action. Eval summary: artegraft inc received the returned packaging of artegraft # 11e083-037 from the customer, (B)(6) 2012. Artegraft confirmed that the outer box (secondary) label read ag745 lot #11e083-037 and the inner tube (primary) label read ag740 lot #11e083-038. A health hazard analysis, fmea, and corrective action were initiated as part of the complaint investigation. Photos were taken upon receipt of the outer box labeled as #11e083-037 and the inner tube labeled as #11e083-038. This info will be included in the artegraft complaint file. As part of the investigation, artegraft was able to track the other suspect product, artegraft ag740 lot #11e083-038. Ag740 lot #11e083-038 box/ ag745 lot #11e083-037 tube combo was determined to be sold to (B)(4) medical center in (B)(4). An artegraft rep confirmed that the device combo was no longer in the hosp stock. No field corrective action was deemed warranted. No further complaints received or adverse events reports regarding (B)(4). As of (B)(4) 2012, artegraft inspecting 100% of artegraft's finished good stock to verify proper primary/secondary labels prior to shipping.